Event description:
It was reported that during a percutaneous peripheral intervention procedure, the balloon catheter froze on the guide wire and the catheter became elongated. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery. The 4.00mm/1.5cm/140cm flextome cutting balloon became stuck while being loaded onto a non-bsc guide wire, outside the patient. During the physician's unsuccessful attempt to remove the balloon catheter, the shaft of the catheter became elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon showed evidence of being inflated with no damage noted to the balloon. The inner lumen was bunched up between the distal tip and the distal end of the blades. The bond at the guidewire exit port was damaged and stretched. The entire length of the midshaft proximal to the guidewire exit port was stretched. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, the balloon catheter froze on the guide wire and the catheter became elongated. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery. The 4.00mm/1.5cm/140cm flextome cutting balloon became stuck while being loaded onto a non-bsc guide wire, outside the patient. During the physician's unsuccessful attempt to remove the balloon catheter, the shaft of the catheter became elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.